Event description:
The complaint received states, the pt experienced arterial spasm during carotid stent implantation when the angioguard distal protection device was deployed within the artery. The pt was male with unk medical history. The target lesion was right internal carotid artery described as heavily calcified and 74% stenotic, there was no info regarding tortuosity. While the filter basket was deployed at the target lesion, the pt had carotid artery spasm. The spasm was treated with IV medication, nitroglycerine, with resolution of the symptoms. The procedure was successfully completed without any further complications. There was no reported injury for the pt. The device was discarded by the account.

Manufacturer narrative:
Cordis corp reported no product would be returned to lake region medical for eval; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for eval, lake region medical is unable to determine the exact cause for this incident. Lake region medical did review te device history records relative to the manufacturing, inspecting and packaging of lot which corresponds to cordis lot number. This packaging lot contained 90 units, which were shipped from lake region medical on april 23, 2008. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Arterial spasm is a known potential adverse event associated with carotid stent implantation procedures. Arterial walls are highly muscular structures and respond to physical manipulation, as is inherent in the stenting process. There is no evidence that manufacturing issues contributed to the reported event. Vessel and procedural factors may have contributed to the event.